Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 17, 2022 to october 18, 2022. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250ml eva (ethylene vinyl acetate) bag was leaking at the tubing. The leak was observed after the product was filled with solution prior to patient use. No additional information is available.